Event description:
It was reported that this subcutaneous cardioverter defibrillator triggered an alert due to premature battery depletion behavior. Device data was saved and submitted to technical services for further review, which confirmed that this device is exhibiting premature battery depletion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided, indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this subcutaneous cardioverter defibrillator triggered an alert due to premature battery depletion behavior. Device data was saved and submitted to technical services for further review, which confirmed that this device is exhibiting premature battery depletion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.